Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when the customer removed sensor, it was confirmed that there was no electrode. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports sensor was replaced, but sensor glucose value was not displayed. Customer also reports when the transmitter was removed from the charger, the green light of the transmitter flashed, but when the transmitter was connected to the reported sensor which was inserted into the body, the green light of the transmitter did not flash. The device will not be returned for analysis.